Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable at the jaw of the mega suturecut needle driver was broken. The procedure was completed with no reported injury. The instrument was inspected before use and there was no damage. The issue occurred while suturing a mesh. There was no collision of the instrument with other instruments. The issue was related to the opening/closing of the grips but unrelated to the left/right (yaw) motion of the grips, and the up/down (pitch) motion of the wrist. No cables were protruding that controlled the opening/closing of the jaws or the p/down (pitch) motion of the wrist. No fragments fell into the patient's anatomy.